Event description:
The user facility reported that a patient endured multiple episodes of ventricular tachycardia during impella 5.5 support. The patient was shocked in response to the condition and started on lidocaine. It was also noted that an intermittent impella position unknown message kept appearing during support. No intervention was required and support continued uninterrupted. The patient continued on extracorporeal membrane oxygenation support.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned. The data logs show the placement signal was relatively stable. During these increases, "impella position unknown" alarms would trigger correctly, but are a not accurate as positioning was confirmed. Due to lack of clinical details and no product returned, the root cause of the optical signal issue cannot be determined. As the necessary information was not provided, the root cause of the vt/vf was not determined. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 updated with product problem. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2025-29412.